Event description:
Report received of tubing loaded into the device backwards. The pump was programmed to deliver tpn in the tpn mode at unspecified settings. The nurse reportedly loaded the tubing into the pump backwards, resulting in blood backing up into the pt's IV line. The backup was noted right away, and the blood did not reach the filter in the tubing. A new tubing was obtained and was correctly loaded into the device. Therapy was continued with no reported further incident. There was no adverse effect to the pt and no delay in tpn therapy. Though requested, there was no add'l info available.